Manufacturer narrative:
The last calibration was done on (B)(6) 2020, and was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer's qc on both c501 modules were acceptable. For c501 module serial number (B)(4), the field service engineer replaced the k electrode. He performed system alignments and maintenance. After service, he performed performance testing and the customer performed calibration with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k results for two patients tested on two cobas 6000 c (501) modules. The initial k results were reported outside the laboratory. The physician questioned the initial k results as the results "seemed low." The customer performed repeat testing with the two patients samples for confirmation. The patients were initially tested on c501 serial number (B)(4). The patients were first repeated on c501 serial number (B)(4). Lastly, the patients were tested on a cobas 8000 cobas ise module. Patient 1's initial k result was 3.4 mmol/l. The patient's first repeat k result was 4.2 mmol/l, and the patient's result on the ise module was 3.8 mmol/l. Patient 2's initial k result was 5.3 mmol/l. The patient's first repeat k result was 5.8 mmol/l, and the patient's result on the ise module was 5.7 mmol/l. The correct k results for both patients are undetermined. For c501 serial number (B)(4), the k electrode lot number was m89-2020 with an expiration date of 20-jun-2021. For c501 serial number (B)(4), the k electrode lot number and expiration date were requested but not provided.